Event description:
It was reported that bd alaris pump module smartsite infusion set damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that spiked heparin bag with primary alaris tubing, the tip broke off prior to breaking heparin seal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed